Manufacturer narrative:
Date sent to the FDA: 6/9/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿the mesh was exteriorized from the opening of the femoral canal. The mesh was separated from the femoral vein and removed.¿ it was reported that the patient experienced severe pain-chronic and acute, nerve damage, scarring, stress, and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/26/2021.

Manufacturer narrative:
Date sent to the FDA: 6/18/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.